Event description:
It was reported to philips that the system generated the following remote alert: flexviewing pc for flexspot cannot display grabbed video inputs. Software driver returned an error for all video frame grabber cards. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a remote alert stating flexviewing pc for flexspot cannot display grabbed video inputs. The software driver returned an error for all video frame grabber cards. Analysis of the system log files showed flexviewing errors. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. The customer was not aware of the issue and was informed that there was no problem with the system. Fse executed the test procedures, and the results passed. The system was found to be working as intended. The codes were updated based on the investigation outcome.